Event description:
It was reported that during a procedure on a saphenous vein graft with thrombus, the wire crossed the thrombus and the pt began experiencing chest pains. The wire was removed and it was noted that the polymer sleeve was torn from the tip. The pt was medically managed. Pt status is listed as "okay".